Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and heavy menstrual bleeding ('menorrhagia/abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metrorrhagia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (ablation, dilatation and curettage and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, intermenstrual bleeding and urinary tract infection had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered heavy menstrual bleeding, intermenstrual bleeding, mental disorder, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain,, menorrhagia, metrorrhagia, uti quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-may-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia and urinary tract infection had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered menorrhagia, mental disorder, metrorrhagia, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, menorrhagia, metrorrhagia, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-may-2020: pfs received: previously reported events - "injury to herself" updated to "pelvic pain", events - "psych injury, post removal complication, menorrhagia, metrorrhagia, uti" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia/abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti"), mental disorder ("psych injury") and post procedural complication ("post removal complication"). The patient was treated with surgery (ablation, dilatation and curettage and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia and urinary tract infection had resolved and the mental disorder and post procedural complication outcome was unknown. The reporter considered menorrhagia, mental disorder, metrorrhagia, pelvic pain, post procedural complication and urinary tract infection to be related to essure. The reporter commented: patient received treatment for pelvic pain, menorrhagia, metrorrhagia, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: reporter added. Endometrial ablation and dilatation and curettage added as surgery for event menorrhagia and upgraded to serious-incident event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.